Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis manifested by electrolyte imbalance. The cause of peritonitis was unknown. It was reported that the patient was hospitalized due to the electrolyte imbalance. A day after the event onset, the patient was treated with vancomycin injection (1gm, every 3rd day, ongoing) and ceftazidime injection (2gm, per day, ongoing) for peritonitis. The patient was recovered from the electrolyte imbalance. At the time of this report, the patient remained hospitalized due to peritonitis and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis manifested by electrolyte imbalance. The cause of peritonitis was unknown. It was reported that the patient was hospitalized due to the electrolyte imbalance. A day after the event onset, the patient was treated with vancomycin injection (1gm, every 3rd day, ongoing) and ceftazidime injection (2gm, per day, ongoing) for peritonitis. The patient was recovered from the electrolyte imbalance. At the time of this report, the patient remained hospitalized due to peritonitis and was recovering from the event. Pd therapy was ongoing. No additional information is available.